Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preload stent was observed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. On (B)(6) 2016 the advanix biliary stent was implanted in the patient¿s bile duct with no issues reported. According to the complainant, on (B)(6) 2016, during a follow-up ercp procedure, the stent was noted to have migrated into the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 29nov2016: the follow up procedure performed on (B)(6) 2016 was scheduled to be a planned stent removal procedure. However, due to the stent migration, the patient was sent to interventional radiology to have the migrated stent removed. Additional information received on 16jan2017: it was a proximal migration.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preload stent was observed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2016. On (B)(6) 2016 the advanix biliary stent was implanted in the patient¿s bile duct with no issues reported. According to the complainant, on (B)(6) 2016, during a follow-up ercp procedure, the stent was noted to have migrated into the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 29nov2016. The follow up procedure performed on (B)(6) 2016 was scheduled to be a planned stent removal procedure. However, due to the stent migration, the patient was sent to interventional radiology to have the migrated stent removed.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Reported event of  "stent migration."

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preload stent was observed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. On (B)(6) 2016, the advanix biliary stent was implanted in the patient¿s bile duct with no issues reported. According to the complainant, on (B)(6) 2016, during a follow-up ercp procedure, the stent was noted to have migrated into the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix¿ rx biliary preload stent was observed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. On (B)(6) 2016 the advanix biliary stent was implanted in the patient¿s bile duct with no issues reported. According to the complainant, on (B)(6) 2016, during a follow-up ercp procedure, the stent was noted to have migrated into the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 29nov2016: on (B)(6) 2016 it was reported that the physician planned a stent removal procedure however the stent was not removed. The patient was sent to interventional radiology for stent removal.